Manufacturer narrative:
(B)(4). Additional suspect medical device components involved in the event: model#: sc-1132 serial #: (B)(4) description: precision spectra implantable pulse generator model#: sc-2316-70 serial #: (B)(4) description: infinion 70 cm lead kit model#: sc-3400-30 serial #: (B)(4) description: infinion splitter 2x8 kit (30 cm) the explanted device was not returned to bsn. It is indicated that the lead will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient was having loss of stimulation due to high impedances. The patient underwent a lead replacement procedure. It was noted that during the procedure the physician used electrocautery. It was also reported that the patient's remote control (rc) could not link or communicate after the revision procedure so they end up replacing the ipg. Malfunction of the lead was suspected. The patient was doing well post-operatively.

Event description:
A report was received that the patient was having loss of stimulation due to high impedances. The patient underwent a lead replacement procedure. It was noted that during the procedure the physician used electro cautery. It was also reported that the patient¿s remote control (rc) could not link or communicate after the revision procedure so they end up replacing the ipg. Malfunction of the lead was suspected. The patient was doing well post-operatively.

Manufacturer narrative:
Correction to the f/u MDR #2 in field.

Event description:
A report was received that the patient was having loss of stimulation due to high impedances. The patient underwent a lead replacement procedure. It was noted that during the procedure the physician used electro cautery. It was also reported that the patient¿s remote control (rc) could not link or communicate after the revision procedure so they end up replacing the ipg. Malfunction of the lead was suspected. The patient was doing well post-operatively.

Manufacturer narrative:
(B)(4). Device evaluation indicated that the complaint was confirmed as the ipg was no longer functioning due to u2-asic damage. The device would not be charged nor linked. The device exhibited excessive sleep current leakage, and a hot spot was observed on the component. The charging/telemetry issue was due to the internal short on u2-asic. It was reported that electrocautery was used during the revision and it resulted in the inability to link and charge the ipg. The explanted leads were not returned to bsn. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient was having loss of stimulation due to high impedances. The patient underwent a lead replacement procedure. It was noted that during the procedure the physician used electro cautery. It was also reported that the patient¿s remote control (rc) could not link or communicate after the revision procedure so they end up replacing the ipg. Malfunction of the lead was suspected. The patient was doing well post-operatively.